Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "patient in operating room for direct anterior right total hip arthroplasty. Surgeon requested to put screws in acetabular cup. Surgeon wanted 3.5mm flexible drill from hip set (reusable/reprocessed) to drill hole. Surgeon stated drill seemed dull and then kept using same. Asked if wanted to change drill bit and he said no. Once drill bit removed by surgeon, he stated that drill bit had broken. X ray confirmed tip of drill bit embedded in acetabulum. Writer requested if surgeon wanted to remove drill tip and he said no, and that the tip would be staying in the patient. I prompted surgeon to disclose same to patient, and he stated he would. Circulating nurse include note in chart for same." The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported the patient underwent a direct anterior right total hip arthroplasty. The surgeon requested to put screws in the acetabular cup. The surgeon noted the drill bit seemed dull, but surgeon opted to keep using it anyway even after being offered a new one. Once the drill bit was removed, it was noted to be broken. X-ray confirmed the tip of the drill bit embedded in the acetabulum. Surgeon decided not to attempt to retrieve the tip, so it will remain in the patient.